Event description:
It was reported that patient presented for routine generator change procedure. During procedure, it was noted that patient's new implantable cardioverter defibrillator (ICD) exhibited loss of pacing output. The device was not installed and the procedure was completed using an alternate device on 16 mar 2024. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.